Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-21959. It was reported the patients s5 and s1 lead are displaying high impedance. S5 lead was confirmed as fractured via imaging. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported the patient underwent surgical intervention during which the s1 and l5 lead were explanted and replaced.